Manufacturer narrative:
No additional data was provided by the account. The complaint text states the maintenance procedures were current. A field service representative (fsr) was dispatched to inspect the instrument. The text states the sample syringe solenoid valve was replaced due to splashing observed during probe flush. The sample probe was replaced as a precaution due to error code 3502 probe obstruction detected, error code 3558 unable to process test, sample integrity questionable, and error code 3065 liquid not found. A probe flush and probe calibration were performed. The text states the following components were checked and no issues were observed: pump, sample carousel, rotary cam, loading mechanism, and matrix loader. The text states a precision test for total psa was performed and found to be within acceptable limits. Twenty one reps of the medium control were run with a mean of 3.95 and cv of 4.68%. The text states the expected average is 3.67 to 4.15, with cv of 3.45 to 5.05%. In addition the complaint analysis and trending system (cats) and trending analysis and support systems (tass) were reviewed and no adverse trends were identified. This issue of a suspect result appears to be related in part of issues with the sample and processing probes and components. Replacing the sample probe and sample syringe solenoid valve brought the system back into specifications. This is the final report.

Event description:
The axsym analyzer generated a total psa result of 1.25 ng/ml which was repeated and was 1.23 ng/ml. Free psa was run and was 2.28 ng/ml. The sample was sent to another lab which ran modular roche luminescence chemistry and the total psa was 4.94 ng/ml (threshold < 2). In addition free psa was 1.86 ng/ml. There was no impact to patient management reported.